Event description:
The physician reported that during placement of catheter through the peel-away sheath, the patient had an air embolus that resulted in respiratory arrest. Pt did survive with aggressive measures.